Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found, light, optical cover glasses and distal end adhesive worn out, outlet pipe blockage evident, bending section cover or distal sheath adhesive worn out, adhesive on insertion section cracked, bending section cover or distal sheath, lose or light angulation control knob, and blockage present in the air/water nozzle. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of the evis lucera colonovideoscope, the customer was unable to flush the scope. Upon inspection and testing of the customer returned device, foreign material was found exiting from the air/water nozzle of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from that the suggested phenomenon was caused by the following: the brush was broken while the air/water valve was brushed and bristles entered in the air/water nozzle. Therefore, the nozzle was clogged. Reprocessing with use of gauze with lint caused that the lint entered and clogged in the air/water nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual cleaning, disinfection, and sterilization procedures: -inspection of equipment inspection of the channel cleaning brush (bw-20t, except sif-q260) (bw-9y, for sif-q260 only): confirm that the brush head and the metal tip of the distal end are securely in place. Check the brush head for loose or missing bristles. Inspection of the channel-opening cleaning brush (mh-507): check the brush head for loose or missing bristles. Cleaning the external surface: immerse the endoscope in the detergent solution with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Brushing the channels: warning: the channel cleaning brush is a consumable. Repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the channel cleaning brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.